Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Additional observations: stress mark and wear abrasion observed on the device. Crease fold observed on the device. White calcification observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "intra and extracapsular rupture". Device has been explanted and replaced.